Event description:
The manufacturer representative (rep) reported that the patient was diagnosed with a kidney infection a couple of weeks after implant surgery. The patient had two different infection and was not quite sure of what specific types. The implant was on (B)(6) 2016. Other relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Additional information was received from the manufacturer representative (rep) indicating that the patient was scheduled was scheduled for follow-up the following (B)(6) 2016.

Manufacturer narrative:
Corrected information:sex . Date of birth if information is provided in the future, a supplemental report will be issued.